Event description:
It was reported that during use in an arthroscopy, when the tendon anchor was loaded into the inserter, it cut the anchor into two pieces. A delay greater than 30 minutes was reported and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found the tines on both inserters are bent and the pushrod collar for one is dislodged. A functional evaluation revealed that the inserter would not load the anchor properly due to bent tines. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use in an arthroscopy, when the anchor was loaded with the inserter, it cut the anchor into two pieces. A delay greater than 30 minutes was reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.